Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon transferring the patient from the operating table, the right ventricular lead exhibited failure to capture due to dislodgement. The physician repositioned the lead the same day - (B)(6) 2020. The patient experienced no adverse consequences.